Manufacturer narrative:
Product analysis:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the pipeline flex was returned stuck inside the marksman catheter; within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the pipeline flex was pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. The middle of the braid was fully opened and no damage. Bend was found at 30.0cm to 35.0cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned devices, the customer complaint of "failure to open at the middle" was not confirmed as the middle of the braid was opened. The distal and proximal ends of the braid were opened and frayed. The cause for failure to open could not be determined. Possible causes include: damaged braid and patient vessel tortuosity. The customer complaint of "resistance during retrieval" and "catheter resistance" were confirmed as the pipeline flex was returned stuck inside the marksman catheter. From the damages seen on the catheter (accordioning), braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes include lack of continuous flush with heparinized saline during procedure and patient vessel tortuosity. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that only one pipeline was used during the event. No excessive resistance occurred. The device did not jump during deployment. According to the routine steps, the catheter tip was withdrawn at m1, the stent tip was deployed, pulled back, and anchored at the end of the internal carotid artery, and the catheter did not move abnormally during the process. The middle section of the pipeline didn¿t open. The middle of the pipeline was located in the anterior curvature of the cavernous sinus, with a sharp angle, making it difficult to open. The device opened without using other auxiliary equipment, opened according to the conventional overall increase and decrease tension swing equipment, but the tip end slipped off. Due to the spasm of the blood vessels at the bleeding site, the spasm was improved after the stent tip was deployed, and the slipping was suspected to be related to the return of the blood vessel diameter to normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the left c7 wide-carotid aneurysm of the patient ruptured for 36 hours, suspected blood-bubble-like aneurysm. Conventional stent-assisted coil embolization was difficult, so pipeline dense mesh implantation was selected. Tortuous vessels in the cavernous sinus segment, type IV, chose pipeline 4.75-20, marksman stent catheter. The tip of the stent was opened and anchored at the end of c7, but the stent was difficult to open when passing through the anterior curvature of the cavernous sinus. Trying to open the stent by expanding and reducing the tension, repeated operations caused the distal end of the stent to slip. Attempted to recover, reposition and deployment. At this time, it was found that the recovery of the stent was difficult. The operator failed to recover after several attempts. The stent was withdrawn from the body as a whole and found bleeding and nesting of the stent, and stent damage was evaluated. Then the pipeline 4.75-18 and the phenom27 stent microcatheter were replaced, and the implantation was smooth. The patient had no special symptoms after the operation. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the c7 segment of the left internal carotid artery with a max diameter of 3.2mm and a 3.2mm neck diameter. The landing zone was 3.65mm distally and 4.82mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with 8.3mm diameter. Dapt (dual antiplatelet treatment) was administered; pru level was 145. The angiographic result post procedure was normal. No patient symptoms or further complications were reported as a result of this event.